Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos and gib pcb coin batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error intermittently prevented the system from completing the boot process. There is no report of a pt injury or death associated with this event.